Event description:
During review of the event history log it was determined that a repeating pattern of door jammed alarms. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter evaluated the device and found that the upper auxiliary flex was failing. This part has a causal relationship to false door jammed alarms. The upper auxiliary assembly was replaced.